Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. As the customer was not currently receiving an occlusion alarm, tandem technical support was unable to perform a system check to help determine the possible cause of the alarm.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.